Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 11/22/2010. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not heat during use. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The unit was then functionally tested and connected to 110vac. The unit failed the initial power connect test with no response to electrical current. The failure is indicative of a power supply pcb failure. The onboard power supply pcb was bypassed with a known good power supply pcb and the test was attempted again. The unit passed on the second attempt with the good power supply pcb. Based on the investigation performed, the reported complaint has been confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured (B)(6) 2010 and will be replaced.

Event description:
The event is reported as: the unit will not heat during use. No harm or injury to patient reported.